Manufacturer narrative:
(B)(4). During processing of this complaint, attempts were made to obtain complete event, patient and device information. (B)(4). Inflated above rated burst pressure the product was not returned to abbott vascular for analysis. A review of the lot history record identified no manufacturing nonconformities issued to the reported lot that would have contributed to this event. Additionally, a review of the complaint history identified no other similar incidents reported from this lot. It should be noted that trek rx instructions for use (IFU) states: balloon pressure should not exceed the rated burst pressure (rbp). At least 99.9 percent of balloons will not burst at or below their rbp. The balloon being pressurized above rated burst pressure against the moderately tortuous, heavily calcified anatomy likely contributed to the reported balloon rupture. The investigation determined that the reported balloon rupture appears to be related to user error. There is no indication of a product quality issue with respect to manufacture, design or labeling. The nc tenku is currently not commercially available in the united states; however, it is similar to a device sold in the united states.

Event description:
It was reported that during a procedure of the concentric, moderately tortuous,heavily calcified unspecified coronary artery lesion the 2.0 x 12 mm tenku balloon dilatation catheter (bdc) was inflated once and ruptured at 16 atmosphere (atm). The bdc was removed and a non-abbott bdc was used in the procedure without reported issue. There was no reported adverse patient effect. There was no reported clinically significant delay in the procedure. No additional information was provided.